Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: nephrectomy event description: [name] hospital "before use, the clip was not loaded during the test. There was also feedback that the clip fired while in the closed state. Also, according to additional verification, when the clip was fired, for the first one or two attempts the clip did not come out, and on the third attempt, loading and closing worked well, but the closed clip did not release properly from the jaw. The first shot worked correctly, the next shot failed to load, the following shot worked again, and it continued alternating irregularly between loading and not loading." Product is available for return. Complaint photo has been attached. Complaint videos (total 3) have been attached. Additional information was received via email on 07dec2025 from an applied medical representative: "the trigger could be completely actuated. There was no resistance in trigger actuation. 'Testing before putting it into the patient's body' action was being performed when the incident occurred. This occurred on the first actuation. It is unknown whether the device jammed in the open or closed position. The yellow pull tab was removed from the handle prior to actuation." Additional information was received via email on 12dec2025 from an applied medical representative: "the lot number has been corrected from 1537182 to 1534683." Patient status: not patient related, before use. Intervention: the case was completed with the new device.